Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A device history record (DHR) review was conducted: part: 472.275s lot: 9507863 manufacturing site: bettlach release to warehouse date: 08. June 2015. Expiry date: 01. May 2025. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to iso-5832-11 specification for implants for surgery. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, a revision surgery was performed due to a broken long proximal femoral nail antirotation (pfna) nail. When the patient suddenly stood up, nail breakage occurred. The pfna was implanted a year earlier on an unknown date. It is unknown if there was a surgical delay. Patient status and surgical outcome were unknown. Concomitant device: pfna blade (part unknown, lot unknown, quantity 1); locking screws (part unknown, lot unknown, quantity unknown). This report is for one (1) pfna nail. This is report 1 of 1 for (B)(4).